Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasoft lancing device was broken. This complaint was classified based on the customer care advocate (cca) documentation.the patient alleged that the product issue began on an unspecified date on (B) (6) 2010. The cca documented that the patient manages her diabetes with insulin injections (no adjustments). The patient confirmed that she did not change her usual diabetes routine due to the alleged product issue. Two weeks after the reported lancing device issue occurred, the patient claimed that she became ¿shaky.¿ it is not known if the patient was able to test her blood glucose at the onset of the patient¿s symptom. The patient denied receiving any medical treatment as a result of the alleged product issue.during the troubleshooting session, the cca documented that there was no report of misuse on the alleged lancing device. A replacement lancing device was sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims that she was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of hypoglycemia after the alleged issue began.

Manufacturer narrative:
Information not provided. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.